Manufacturer narrative:
Sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
The self-retaining driver was returned indicating that the instrument is broken. Upon receipt it was confirmed that one half of the split driver tip was broken off. No details were provided and attempts to obtain details have been unsuccessful to date.

Manufacturer narrative:
Examination of the returned device with the aid of a 5x loop found the tip is fractured in two locations. One side of the split tip is completely missing. The other side of the tip has a portion of its t8 drive feature missing. Details regarding the circumstances under which the fracture occurred were not provided. The device was likely subjected to a levering while applying torque overload condition during tightening that resulted in part fracture. Prior use damage cannot be ruled out. Review of device history records found that a total of 19 pieces of lot 0055it were reworked to add the split tip design and released for distribution in (B)(6) & (B)(6) of 2014 with no deviation or anomalies. Two-year complaint history review found one (1) previous report of this nature for the reported lot number. No corrective actions were initiated as design improvements were previously initiated to remove the split tip design and incorporate a solid hex tip.